Manufacturer narrative:
(B)(4).the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed in the event history. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb (air-in-line printed circuit board) was recalibrated and verified. (B)(4)

Event description:
During device evaluation by baxter failure code 810:11 was found in the event history due to the air-in-line printed circuit board being out of calibration on a colleague infusion pump there was no report of patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.